Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). The lesion was predilated with a 2.5x15mm apex balloon, resulting in 40% stenosis. A 2.25x12mm taxus liberte atom stent was then advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were flared. The procedure was successfully completed by deploying a 2.5x16mm taxus liberte stent in the distal rca and a 2.25x12mm taxus liberte stent in the proximal rca. No patient complications were reported with the patient's current condition listed as 'okay'.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was stent damage and tip damage. The stent had three rows of struts from the proximal end extending back up to 180 degrees. The undamaged portion of the stent met outer diameter specifications. Contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). The lesion was predilated with a 2.5x15mm apex balloon, resulting in 40% stenosis. A 2.25x12mm taxus liberte atom stent was then advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were flared. The procedure was successfully completed by deploying a 2.5x16mm taxus liberte stent in the distal rca and a 2.25x12mm taxus liberte stent in the proximal rca. No patient complications were reported with the patient's current condition listed as "okay".